Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had looses date and time after every battery change. No harm requiring medical intervention was reported. Customer stated that insulin pump rejected batteries a couple of times. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit, failed battery test, reset alarms or e13 or a13 alarm, reset time or date anomaly after change battery noted during testing. (B)(4).